Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 02/10/2011 and 02/28/2011 by mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported, "something wrong with a lens". The intraocular lens (iol) did touch the pt. Pt impact remains unk. Additional info has been requested.